Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed. It is possible that the contrast mix ratio may not have been properly diluted therefore contributing to the deflation difficulties; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery. Pre-dilatation was performed with a 2.0 x 15 mm balloon catheter. The 3.5 x 33 mm xience apine stent delivery system (sds) was prepped for use per the instructions for use and advanced. The initial balloon inflation for deployment of the stent was to 17 atmospheres. The stent was confirmed to be fully apposed to the vessel wall. Difficulty was experienced trying to deflate the balloon. Deliberate inflations at a high pressure were made in an attempt to rupture the balloon but this failed. It took approximately 3 1/2 minutes to deflate the balloon after implantation; however, the balloon was fully deflated prior to removal of the sds from the anatomy. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.